Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore this condition was not confirmed. The assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient was hospitalized for peritonitis. The patient began remedial therapy with vancomycin (2 gram (g), intraperitoneal (ip), every four days), ceftazidime (1 g, ip, everyday) and fluconazole (50 milligram, by mouth, everyday. The patient received retraining on aseptic technique. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to a break in aseptic technique (details not provided). Approximately 2 months prior to the reported event, the patient began treatment with physioneal (2 l, three times a day, lot number not reported) and extraneal (2 l, once a day, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Two days prior to receiving the initial report, the patient experienced peritonitis manifested by fever, abdominal pain and cloudy peritoneal effluent. On the same day the patient was hospitalized for the peritonitis and began remedial therapy with the antibiotics. At the time of this report hospitalization was ongoing. Ceftazidime (ip, 1g/day) treatment was ended after one day and vancomycin and fluconazole were maintained. The patient was improving, but the peritoneal effluent was still cloudy (6 days after the peritonitis onset) which was associated to the bacteria identified. The reporter stated it may be necessary to perform a peritoneal catheter removal and a temporary suspension of peritoneal dialysis. At the time of this report physioneal and extraneal therapies were ongoing. This complaint is for a report of a use error - breach in aseptic technique and a patient who subsequently acquired peritonitis. The complaint is confirmed because it was reported break in aseptic technique by the patient. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Manufacturer narrative:
(B)(4). One day after treatment with ceftazidime ended, remedial treatment with rifampicin (600 mg/day, oral, lot not reported) was initiated. It was reported, the break in aseptic technique was due to the patient (pt) not wearing a mask while performing peritoneal dialysis (pd) therapy. The pt received the retraining in aseptic technique during the hospitalization period (date unspecified). Five days after beginning treatment with rifampicin, the pt was discharged from the hospital. Forty nine days later, the pt was recovered from the peritonitis event.